Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator was explanted for premature depletion. The device was successfully replaced.